Event description:
It was reported that the patient can no longer hear well with her device. She is complaining about hearing fluctuations. The active electrode's impedances have increased progressively with the time. Recent testing carried out on (B)(6), 2012, shows 7 electrode channels in status hi. Re-implantation surgery is planned for (B)(6), 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.